Event description:
A pt reported possible inaccurate low results with a surestep meter. When compared to lab venous whole blood test result, the surestep meter displayed a blood glucose reading of 92mg/dl versus 144mg/dl for the laboratory. Pt did not experience any adverse events. Meter has been replaced. No allegations of harm have been made.